Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the t20 screw driver tip broke off in glenosphere when tightening down to the baseplate.